Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient reported that since they had their implant in 2015 that they were in the hospital 5 times. The first two times were to have their trial procedure completed and for their permanent implant. In 2015 (the patient could not remember what month) their device was repositioned because it was moving around. Then in (B)(6), 2015 the device was repositioned from their left side to their right. Finally, in (B)(6) 2015 the patient¿s device was repositioned or replaced. The patient could not remember which one was done. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.